Event description:
It was reported that in the intensive care department, the swg could not be pulled out of the catheter. The intensivist had no issue inserting the swg. Upon removal the swg could not be removed, so the vascular surgeon removed both the catheter and swg. A new kit was opened and the catheter was placed successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Evaluation: one marked swg was returned for evaluation. The catheter mentioned in the complaint was not returned for analysis. The returned swg had multiple bends throughout its length. A kink and offset coils were observed at 14.2 cm from the distal tip. Manual tug testing on each end of the swg showed no separations in the core wire. The od of the swg was measured and met specification. Under magnification, both end welds were intact and no separations were observed in the wire. The device history records for the catheter were reviewed with no findings relevant to this complaint investigation. The reported complaint that the swg could not be pulled out of the catheter could not be confirmed since the swg was returned without the catheter sample. However, the kinking and damage found on the swg sample indicates that it met resistance at some point during use. Based on the damage to the swg and the report that the swg was found to be stuck while trying to remove from the catheter that was not returned, the potential cause is undetermined.